Event description:
It was reported that: a 9 yr old male pt with suspected osteogenisis imperfecta presented for open reduction & internal fixation of a leg fracture. The pt was induced in an induction room using halothane and mapleson circuit. A "lma" was placed and spontaneous ventilation maintained, no co2 monitoring in induction room. Upon connection to the narkomed anesthesia machine in the or, initial end tidal co2 readings were 90 mmhg with an inspired partial pressure of about 12 torr. A pediatric circle system was used. Ventilation was spontaneous. Pt developed tachycardia and arrhythmia which was corrected by increasing fresh gas flow from 2 I/min to 10 I/min. End tidal co2 dropped to 54 mmhg, the procedure was successfully completed, there was no injury to the pt.